Event description:
A customer reported that upon installing a new battery pack, their AED powered on and prompted a service code. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED's log files identified that the customer was performing excessive self-testing of the AED which reduced the previous battery's life expectancy. Troubleshooting of the AED with the customer identified that once the new battery was install and a manual self test run the AED was functioning as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.